Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings: the reported event, of a battery life issue, could not be adequately investigated due to a recurring cs-078 call service alarm, and thus no conclusions could be made in this regard. No evidence of short battery life was observed in the black box data. However, eaw-128 fxxx replace battery alarms (where x is any number or letter), which can be associated with power-related failures, were observed in the history and black box data. All of the voltage readings in the black box data were at values greater than those which trigger normal replace battery alarms. Current draws for the idle and sleep functions were found to be within the specifications. Current draws for the remaining functions could not be obtained due to the cs-078 call service alarm. The pump failed a leak test. The pump case was removed, and corrosion was observed on various internal components, including the battery power circuit. The relation of this device failure to the reported event could not be determined, as the reported event was not duplicated.